Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. This complaint is for a report of a use error during the initial drain stage, where the patient line was not properly primed before being connected. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The patient guide provides step-by-step instructions for properly priming the disposable set. The patient guide warns the user not to connect to your patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. The patient guide instructs the user to verify that the patient line is properly primed. A review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During troubleshooting of an unrelated alarm, it was reported that air was observed in the patient line of the cassette. The event occurred during the initial drain on the homechoice. The home patient (hp) was connected at the time of the event. The hp indicated the patient line did not properly prime due to the patient connector was high than the heater bag. The technical service representative assisted the hp to end therapy. No patient injury or medical intervention was reported as a result of this event. No additional information is available.